Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed "stopped due to lost power" when the patient got up to use the bathroom. They attempted to restart the pump but they were unable to. The pump had a total volume of 138 ml. The pump was infusing at a rate of 3.0ml/hr and 108.95 mls were infused before the alarm occurred. There were no reported adverse events.